Event description:
A complaint of high readings on a customer's precision pcx blood glucose meter was received. The customer obtained a reading of 237 mg/dl compared to a lab comparison reading of 73 mg/dl. The tests were performed within a ten minute timeframe. There was no report of death, serious injury or mistreatment associated with this event.